Manufacturer narrative:
Updated fields: b4, e3, g3, g6, h2, h6(medical device code, investigation type, investigation findings, investigation conclusion, ), h11. A getinge field service engineer (fse) evaluated the unit and could not duplicate the reported failure. The fse did observe a 5mmhg difference on the atmospheric sensors, x2 and x3. The regulators are ok. Error 37 was detected, but the fse could not reproduce the error. The fse calibrated the sensors and controllers. The safety disk was replaced as it was expired. The compressor will be replaced during preventative maintenance. All functional and safety tests were performed and passed.

Event description:
It was reported by customer that cardiosave intra aortic balloon pump (iabp) had failed 3 purges of the balloon operation after machine change and 5mmhg difference on the atmospheric sensors, x2 and x3. Error 37 was detected. There was no harm or injury reported.

Manufacturer narrative:
E1: (B)(6). A supplemental report will be submitted upon completion of our investigation.